Event description:
During a ptca treatment procedure involving a 90% stenotic lesion in the proximal portion of the circumflex coronary artery, the maverick2 monorail balloon was used in a 'kissing balloon technique' for dilatation of the lesion. The maverick2 monorial balloon was suspected to have ruptured at 10 atmosheres on the intial inflation. The patient was asymptomatic during this event. The maverick2 monorail catheter was removed and the other balloon involved in the 'kissing balloon technique' was used to complete the procedure. A terumo introducer sheath (size unknown), a guidant whisper guidewire (size unknown), a terumo heartrail jl3.5 guide catheter and a medtronic inflation device were also used in this case. The procedure was successfully completed. Patient status is reprted as 'good'.